Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after opening the packing the surgeon noted that the sled was out of position. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2023. D4: batch # 194a15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received unfired and with the one-piece sled not properly installed, as it was not properly aligned with the reload rails, forcing the reload to become wider at the proximal end. In addition, it was noted that the reload pan was bent, and 10 double drivers and 2 single drivers were missing due to the damage noted on the pan, the condition noted on the returned reload would not allow the device to fire. No functional test was performed. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. It is possible that the damage noted on the returned reload was due to improper handling of the reload or reload manual manipulation that could cause the pan to become dislodged and improper reinsertion of the one-piece sled. A manufacturing record evaluation was performed for the finished device batch number 194a15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2023. Additional information : it is possible that the damage noted on the returned reload was due to improper handling of the reload or reload manual manipulation that could cause the pan to become dislodged and improper reinsertion of the one-piece sled.